Event description:
Allegedly, a literature document was received detailing a study conducted in greece (tottas (2) 2020 - minima short. Stem versus standard pro-femur tl stem in primary total hip replacement a comparative study). The document. Mentions a revision surgery due to infection.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document was received detailing a study conducted in greece (tottas (2) 2020 - minima short stem versus standard profemur tl stem in primary total hip replacement a comparative study). The document mentions a revision surgery due to infection.

Manufacturer narrative:
The alleged complaint could not be confirmed. Microport was made aware of this revision through a literature document that detailed a complication due to infection when a profemur® tl classic stem was implanted. It is unknown how long the products were implanted prior to the infection. The products were not returned for investigation and no clinical documentation is available to confirm the infection or course of treatment. The design history record (DHR) was not available for review as no lot number was provided. Infection is a known risk of any surgical procedure. The current microport hip systems package insert (150803-9) lists "delayed wound healing; deep wound infection (early or late) which may necessitate removal of the prosthesis" as potential adverse effects of total hip arthroplasty. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the products or receipt of other clinical information. Methods: device not returned (4114). Trend analysis (4110). Results: no findings available (3221). Conclusions: device condition is unknown. Device was used for treatment. Cause not established (4315). Correct type of reportable event: serious injury.